Manufacturer narrative:
E1: (B)(6). Patient country - united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was at the quick release. The infusion set was in use for one and half day. The insertion site was buttocks. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6002446 in question was manufactured at the reynosa site. . Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Complaint investigation. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Reference samples test results: functional test air leak according to wi version 2 on reference samples, 10/10 samples passed the test. A batch record review was conducted resulting in the following: packaging: the lot 6002446 was packaging according to the wi version 77, in the machine multivac 08, on 25/jul/2023, with a total of (B)(4) units. Assembly: the lot 3g03300 was assembled according to wi version 26 on-line inspection for assembly of quick set on 25/jul/2023, with a total of (B)(4) units. The lot 3g03301 was assembled according to wi version 26 on-line inspection for assembly of quick set on 25/jul/2023, with a total of (B)(4) units. Glue-tubing lot: the lot 3g02997 was packaging according to the wi version 38, in the machine mp 05, on 25/jul/2023, with a total of (B)(4) units. The lot 3g02996 was packaging according to the wi version 38, in the machine mp 08, on 25/jul/2023, with a total of (B)(4) units. The lot 3g04546 was packaging according to the wi version 38, in the machine mp 08, on 25/jul/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 06-jun-2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6002446 and 1 complaint has been registered in databse for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to leak, harm no reportable, no defect on tests, no nc raised during production, one more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.